Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer all rows was not detected on bus. A field service engineer replaced drawer controller board to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubies was not detected on bus. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. Customer stated that there was able to get the medication from a different device. There were no adverse events or injuries reported based on this event.